Event description:
It was reported the pt has been unable to charge her ipg for an extended period of time. A replacement charging system was sent to the pt. The sjm rep met with the pt and indicated that external devices were unable to communicate with the pt's ipg. The pt stated she has lost approx 40 pounds, mostly around her midsection. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.